Event description:
Follow up information identified the patient¿s infection is considered resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-21325. It was reported the patient experienced an infection throughout the patient¿s scs system site. To address the issue, the physician explanted the scs system.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. The returned ipg successfully communicated with all lab utilities; however, the device could not be tested due to the, as received state. As received, the device was running in service application and had declared a cyclic redundancy check (crc) error. The device was not able to be tested any further due to the error that occurred during the explant procedure. As a result of this finding, actions have been taken to prevent reoccurrence. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformances were found.